Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l3/4 due to autonomic dysreflexia (ads). Post-op, the implanted cage backed out for about 1/2 of its size. Patient underwent revision surgery where the alleged implant has been removed, and a bigger size one was inserted.

Manufacturer narrative:
Product analysis result: visual microscopic dimensional the cage has returned with little to no damage noted on the part. There are some very slight witness marks but there is little to no deformation to the ridges of the cage. The cage was measured and appears to meet print spec. There does not appear to be an issue with the cage that would cause the cage to back out. If information is provided in the future, a supplemental report will be issued.